Event description:
It was reported that the patient was dissatisfied with his spectra penile prosthesis device because it was not rigid enough for intercourse. The spp device was explanted, and a new inflatable penile prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the patient was dissatisfied with his spectra penile prosthesis device because it was not rigid enough for intercourse. The spp device was explanted, and a new inflatable penile prosthesis was implanted. There were no patient complications.